Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/19/2023, it was reported by a sales representative via email that an ar-8928bcj-cp achilles speedbridge kit was missing the green drill guide and there was an extra power tap. This was discovered upon opening the package during a haglund and achilles procedure on (B)(6) 2023. The case was completed by opening another kit.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8928bcj-cp kit serial/batch number (B)(6) was received for evaluation. Upon visual evaluation of the received devices, it was noted that the drill guide was missing. Two 4.75mm swivelock bone tap shorts were returned with the kit. According to bom (bill of materials) specifications, the kit includes one (1). Evaluation of the customer's attached picture confirms the complaint allegation and the received kit devices. The most likely cause of the reported failure is an internal manufacturing packaging process issue. However, our early warning process is currently evaluating this device.